Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported that the operating table was lowered by itself when the patient should be removed from the table after surgery without anyone pressing the button. There was no injury, death, or procedural delay reported with this event. This report was filed in our complaint handling system as complaint (B)(4).

Event description:
Customer reported that the operating table was lowered by itself when the patient should be removed from the table after surgery without anyone pressing the button. There was no injury, death, or procedural delay reported with this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The medical device pst 500 is a mobile and configurable operating table, which is intended to be used in combination with specific tabletop sections, pads and accessories for patient positioning on the operating table during surgery, from the induction of anesthesia through the actual surgery to recovery from anesthesia. The failure operating table lowered by itself could be confirmed during the inspection. The function main lift upwards was operated via the remote control. Then the button was released during lift up movement. After releasing the button, the main lift did not stop in the current position as intended but moved completely back to the lower end position without the button on the remote control being pressed. The cause was traced to the hydraulic main lift cylinder. As a correction, the main lift cylinder was replaced, and the device was working as intended. The affected hydraulic cylinder was investigated by the supplier. A concrete root cause for the failure could not be confirmed. A possible root cause are impurities in the hydraulic system of the cylinder which were no longer visible during the investigation. Baxter is monitoring this failure mode; other actions are not necessary at this time. Although there was no reported injury with this event, if the report of operating table was lowered by itself were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.